Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation on (B)(6) 2023, that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to jejunum to treat a duodenal obstruction during a lumen apposing metal stent (lams) placement for gastro-enterostomy procedure performed on (B)(6) 2022. The physician was using the eus method of deployment where the second flange of the stent is deployed in the scope, and then the stent is released from the scope by advancing the catheter and retracting the scope in a 1:1 fashion. During the procedure, the distal flange was deployed but with a lot of friction encountered. When the physician attempted to deploy the second flange, it was not deployed at all due to excessive friction. The axios stent was removed partially deployed together with the endoscope and the procedure was completed by clipping the puncture site in the stomach. There were no patient complications reported as a result of this event. Note: according to the complainant, the axios stent and electrocautery enhanced delivery system was used to treat a duodenal obstruction in the stomach and jejunum. However, per the axios stent and electrocautery enhanced delivery system instructions for use (IFU), "the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with >= 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery, and the bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture". The device is not indicated for placement transgastric to the jejunum.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of stent partially deployed. Block h10: the axios stent and electrocautery enhanced delivery system was received for analysis. Visual inspection found that the stent was partially deployed, and the delivery system was in position (2) two. Functional examination was performed, and the stent was deployed without problems. No other issues were noted with the stent or the delivery system. Product analysis confirmed the reported device malfunction of stent partially deployed. The investigation concluded that most likely procedural factors as lesion characteristics, handling of the device, the technique used by the user, limited the performance of the device and contributed to stent partial deployment. Therefore, review and analysis of all available information indicated that the most probable cause is adverse event related to procedure. Product labeling review was performed and, from the information available, this device was used in a manner inconsistent per the instructions for use (IFU) / product label. It was reported that device was used to treat a duodenal obstruction in the stomach and jejunum. The IFU states, "the axios stent and electrocautery enhanced delivery system is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with >= 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery, and the bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture". The device is not indicated for placement transgastric to the jejunum.

Event description:
It was reported to boston scientific corporation on (B)(6) 2023, that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to jejunum to treat a duodenal obstruction during a lumen apposing metal stent (lams) placement for gastro-enterostomy procedure performed on (B)(6) 2022. The physician was using the eus method of deployment where the second flange of the stent is deployed in the scope, and then the stent is released from the scope by advancing the catheter and retracting the scope in a 1:1 fashion. During the procedure, the distal flange was deployed but with a lot of friction encountered. When the physician attempted to deploy the second flange, it was not deployed at all due to excessive friction. The axios stent was removed partially deployed together with the endoscope and the procedure was completed by clipping the puncture site in the stomach. There were no patient complications reported as a result of this event. Note: according to the complainant, the axios stent and electrocautery enhanced delivery system was used to treat a duodenal obstruction in the stomach and jejunum. However, per the axios stent and electrocautery enhanced delivery system instructions for use (IFU), "the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with >= 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery, and the bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture". The device is not indicated for placement transgastric to the jejunum.